Event description:
It was reported by a physician that a pt's generator could not be interrogated, even when attempting communication with multiple programming systems. Communication with a local representative's demo generator was able to be performed. Further info was obtained, stating the pt had a recent fall and a door knob hit the pt where the vns implant was, which may have caused the generator to stop functioning. A generator reset was attempted, but was unsuccessful. Consequently, the pt was referred for replacement surgery. The pt was subsequently reimplanted. Good faith attempts for further info have been unsuccessful.